Manufacturer narrative:
This problem is known. We have adapted the vitrectoom body, making it no more tears, so that no air can come in vitrectoom what causes bubbles. No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. This event bubbles coming out of the cutter, is concluded as reportable. All available information has been provided. This complaint has now been closed

Event description:
An event has been reported that occurred in (B)(6). Air bubble came out from the cutter port. There is no further information.